Manufacturer narrative:
Additional information added to b5: upon follow-up, it was reported that the patient was discharged from the hospital and has recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "re-occurred" peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 3rd day, ongoing) and amikacin injection (125mg, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.